Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The product sample consisted of one assembled 14.5 fr tal palindrome with slots catheter kit. After a functional test was conducted, a hole was found below the hub. During an underwater test, bubbles were detected coming out below the hub from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. The device was used for 1 year and 5 months. The device was more likely damaged during use. The most probable root cause can be due to over bending or excessive force. The lot involved within this complaint was manufactured on 08/01/11, before the expected implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a fracture in hub union. Therefore, the patient experienced blood leakage. The catheter was implanted on (B)(6) 2013. The catheter was replaced on (B)(6) 2014. No patient injury, date of incident: (B)(6) 2014. Dwell time of the catheter into the patient: 1 year with 5 months.